Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head was unable to interrogate and the rf head failed uplink functional test; rh head cable found out of electrical specification. Analysis also found the label of the rf head was delaminated and the upper case lens was cracked.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was broken but the specific issue was not known but was noted that it was possibly telemetry and interrogation issues. The programmer was returned. No patient complications have been reported as a result of this event.